Event description:
Peritoneal dialysis was started on a pt. On initial drain, pt's effluent drained into the heater bag. The pt was not placed higher than the set. This incident occurred three times. Upon use of a different lot number, the problem did not occur again.